Event description:
Pt placed in mr scanner for tmj test. After scan completed, pt complained of feeling very hot on left side of face. Pt removed from scanner and taken from room. Pt's skin was very warm and red. Pt taken to emergency dept. No redness or warm area noted at that time. Pt still feels warm sensation, but very slight.